Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
During a neurovascular procedure it was reported that the nitinol hypotube of an aristotle colossus guidewire may have kinked during the stroke procedure and became stretched. It was noted the wire was used with many different catheter throughout the procedure. There was no patient injury as a result of the malfunction.